Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation determined a faulty printed circuit board had caused the failure. In addition, scratches were found on the screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor would not start up occasionally even when the power was turned on prior to an unknown procedure. The olympus logo would not appear even when the power turned on, and the buttons would not respond. The device would sometimes start when the power was cycled on and off. The procedure was completed using the subject device with no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the most likely cause of the failure was a faulty board. However, the investigation was unable to determine what had caused the board to fail. Olympus will continue to monitor the field performance of this device.